Event description:
It was reported that the sterile drape has detached from the basin at the attachment point, creating a hole. This issue was found in four units. The holes are being detected before any fluid is added to the basin and before the machine is turned on. No patient injuries, infections, or complications have been reported.